Event description:
It was reported that anchor broke in half during insertion. Half remains in patient. Surgeon had pre-punched prior to inserting. Another anchor was inserted in another hole that was pre-punched and pre-tapped.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. Per product directions for use (dfu-0031), if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.